Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley catheter balloon sterilization water leaked. A pretest was conducted in the operating room before use, but the balloon did not inflate.

Event description:
It was reported that foley catheter balloon sterilization water leaked. A pretest was conducted in the operating room before use, but the balloon did not inflate.

Manufacturer narrative:
The reported event is confirmed as manufacturing related. Three photos were received. The first one shows an overview of the three-way catheter and syringe, the second photo zooms into the deflated balloon and tip, and the third photo shows the catheter cap. Visual: received 1 all silicone foley catheter with syringe. Inflated the balloon with 10 ml of methylene blue solution (3 drops 1 percentage aqueous methylene blue per 100ml distilled water) using the returned syringe and lumen to lumen leak was evidenced as the solution leaked through the drainage funnel. Sample received product does not meet specifications which states catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. The root cause identified for CAPA 8266921 is it was difficult to assure the positioning of the catheter due to vision was difficult. The DHR review was not required. A labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.